Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding") and kidney infection ("kidney infection") in a 33-year-old female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" on (B)(6) 2017. The patient's past medical history included multiparous. Previously administered products included for prevent pregnancy: depo-provera from 2004 to 2009. Concurrent conditions included anemia. Family history included nickel sensitivity. Concomitant products included ferrous sulfate (iron) for anemia as well as daily-vite, vicodin (norco) and zoledronic acid (zoledronate). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems nos"). In (B)(6) 2009, the patient experienced mood altered ("emotional changes"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, 6 years 1 month after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced dysuria ("dysuria"). On (B)(6) 2017, the patient experienced kidney infection (seriousness criterion medically significant) and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and adnexa uteri pain ("pain in ovary areas"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and the second episode of menorrhagia ("menorrhagia"). The patient was treated with surgery (total abdominal hysterectomy (B)(6) 2017) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, kidney infection, abdominal pain, mood altered, dysuria, dysmenorrhoea, vaginal discharge, bladder disorder, urinary tract disorder, adnexa uteri pain and the last episode of menorrhagia outcome was unknown and the genital haemorrhage and dyspareunia had resolved. The reporter considered abdominal pain, adnexa uteri pain, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, kidney infection, mood altered, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: on (B)(6) 2017, total abdominal hysterectomy and bilateral salpingectomy was performed. Preoperative diagnoses: severe menorragia, severe pelvic pain, severe anemia, fibroid uterus. Postoperative diagnoses: severe menorragia, severe pelvic pain, severe anemia, fibroid uterus. Operative findings: ten week size uterus with fibroid formation, status post essure coils placement on the tubes. Normal ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: 2.3 myometrial fibroid. (B)(6) 2017: pelvic ultrasound: 2.9 lower uterine segment degenerating fibroid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorragia, painful intercourse and ower abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding") and kidney infection ("kidney infection") in a 33-year-old female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" on (B)(6) 2017. The patient's past medical history included multiparous. Previously administered products included for prevent pregnancy: depo-provera from 2004 to 2009. Concurrent conditions included anemia. Family history included nickel sensitivity. Concomitant products included ferrous sulfate (iron) for anemia as well as daily-vite, vicodin (norco) and zoledronic acid (zoledronate). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems nos"). In (B)(6) 2009, the patient experienced mood altered ("emotional changes"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In february 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, 6 years 1 month after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced dysuria ("dysuria"). On (B)(6) 2017, the patient experienced kidney infection (seriousness criterion medically significant) and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and adnexa uteri pain ("pain in ovary areas"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and the second episode of menorrhagia ("menorrhagia"). The patient was treated with surgery (total abdominal hysterectomy ((B)(6) 2017) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, kidney infection, abdominal pain, mood altered, dysuria, dysmenorrhoea, vaginal discharge, bladder disorder, urinary tract disorder, adnexa uteri pain and the last episode of menorrhagia outcome was unknown and the genital haemorrhage and dyspareunia had resolved. The reporter considered abdominal pain, adnexa uteri pain, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, kidney infection, mood altered, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: on (B)(6) 2017, total abdominal hysterectomy and bilateral salpingectomy was performed. Preoperative diagnoses: severe menorragia, severe pelvic pain, severe anemia, fibroid uterus. Postoperative diagnoses: severe menorragia, severe pelvic pain, severe anemia, fibroid uterus. Operative findings: ten week size uterus with fibroid formation, status post essure coils placement on the tubes. Normal ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: 2.3 myometrial fibroid (B)(6) 2017: pelvic ultrasound: 2.9 lower uterine segment degenerating fibroid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorragia, painful intercourse and ower abdominal pain." Most recent follow-up information incorporated above includes: on 3-aug-2018: pfs received:the event vaginal haeorrhage,menorrhagia added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 33-year-old female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" on (B)(6) 2017. The patient's previously administered products included for prevent pregnancy: depo-provera from 2004 to 2009. Concurrent conditions included anemia. Family history included nickel sensitivity. Concomitant products included ferrous sulfate (iron) for anemia as well as daily-vite, vicodin (norco) and zoledronic acid (zoledronate). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems nos"). In (B)(6) 2009, the patient experienced mood altered ("emotional changes"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, 6 years 1 month after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced dysuria ("dysuria"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and kidney infection ("kidney infection"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and adnexa uteri pain ("pain in ovary areas"). The patient was treated with surgery (total abdominal hysterectomy ((B)(6) 2017) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, mood altered, dysuria, kidney infection, dysmenorrhoea, vaginal discharge, bladder disorder, urinary tract disorder and adnexa uteri pain outcome was unknown and the genital haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, adnexa uteri pain, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, kidney infection, menorrhagia, mood altered, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2017, total abdominal hysterectomy and bilateral salpingectomy was performed. Preoperative diagnoses: severe menorragia, severe pelvic pain, severe anemia, fibroid uterus. Postoperative diagnoses: severe menorragia, severe pelvic pain, severe anemia, fibroid uterus. Operative findings: ten week size uterus with fibroid formation, status post essure coils placement on the tubes. Normal ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: 2.3 myometrial fibroid (B)(6) 2017: pelvic ultrasound: 2.9 lower uterine segment degenerating fibroid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorragia, painful intercourse and ower abdominal pain." Most recent follow-up information incorporated above includes: on 1-jun-2018: reporter information was added. Essure lot number was added. Event: she did not undergo essure confirmation test was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo-provera from 2004 to 2009. Concurrent conditions included anemia. Family history included nickel sensitivity. Concomitant products included ferrous sulfate (iron) for anemia as well as daily-vite, vicodin (norco) and zoledronic acid (zoledronate). In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced dysuria ("dysuria"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and kidney infection ("kidney infection"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and adnexa uteri pain ("pain in ovary areas"). On an unknown date, the patient experienced mood altered ("emotional changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems nos"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, mood altered, dysuria, kidney infection, dysmenorrhoea, vaginal discharge, bladder disorder, urinary tract disorder and adnexa uteri pain outcome was unknown and the genital haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, adnexa uteri pain, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, kidney infection, menorrhagia, mood altered, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2017, total abdominal hysterectomy and bilateral salpingectomy was performed. Preoperative diagnoses: severe menorrhagia, severe pelvic pain, severe anemia, fibroid uterus. Postoperative diagnoses: severe menorrhagia, severe pelvic pain, severe anemia, fibroid uterus. Operative findings: ten week size uterus with fibroid formation, status post essure coils placement on the tubes. Normal ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: 2.3 myometrial fibroid. On (B)(6) 2017: pelvic ultrasound: 2.9 lower uterine segment degenerating fibroid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, painful intercourse, lower abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records provided. Patient demographic details provided; essure insertion date was updated from 2009 to (B)(6) 2009; abnormal bleeding (vaginal, menorrhagia), emotional changes, dysuria, kidney infection, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, bladder problems, urinary problems, pain in ovary areas were added as event; abnormal bleeding, menorrhagia and dyspareunia outcome was resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.